Event description:
The st. Jude medical representative reported that extended charge time was observed at the last follow-up. In 2004, the ICD was explanted when the battery voltage reached eol 35 months post-implant.